Event description:
Fluctuating blood glucose levels [blood glucose fluctuation], the piston rod doesn't move forwards [device malfunction], blood glucose came down to 54mg/dl and the pt passed out on the street [hypoglycaemic unconsciousness]. Case description: the incident does not represent a serious public health threat. Classification of the incident: all other reportable incidents. This spontaneous case from (B)(6) was reported by a pharmacist as "the pt's blood glucose level came down to 54 mg/dl and he passed out on the street", "fluctuating blood glucose levels" and "the piston rod doesn't move forwards". It concerns a (B)(6) male pt using novopen3 for device therapy due to type 2 diabetes mellitus. Pts height: not reported. Medical history includes type 2 diabetes mellitus. The pt started using this pen in 2000. On unk date, the pt has experienced fluctuating blood glucose during use of novopen 3. The piston rod doesn't move forwards. On (B)(6) 2011, the pt's blood glucose level came down to 54 mg/dl and he passed out on the street. He was brought to his general physician where he was treated with glucose that made the blood glucose rise to 131 mg/dl. The pt was reported as recovered at the same day. On an unk date the blood-levels were up to 298 mg/dl. The pt is a trained user who performs air shots and stores the device correctly, w/o leaving the needles attached.